Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable ca2 calcium gen.2 results for four patient samples and questionable creatinine results for one of the patient samples. Of the data provided, only the following results were discrepant. Patient 1 initial calcium result was 1.36 mmol/l and the repeat result was 0.94 mmol/l. On (B)(6) 2018, the sample was repeated and the results were 2.40 mmol/l and 2.37 mmol/l. Patient 2 initial calcium result was 1.60 mmol/l and the repeat results on (B)(6) 2018 was 2.40 mmol/l twice. Patient 3 on (B)(6) 2018, the initial creatinine result was 106.6 umol/l and the repeat results were 67.5 umol/l and 107.1 umol/l. The initial calcium result was 1.81 mmol/l and the repeat was 2.28 mmol/l. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The calcium reagent lot number was 290093. The expiration date was requested but was not provided. The creatinine reagent lot number and expiration date were requested but were not provided. The field service representative found all probe alignments needed adjusting and the wash pressures and cell blank were too low. He performed the adjustments of the probes and wash pressures, cleaned the reagent syringe lines, replaced valves, and adjusted the gear pump head. No other issues were found and all checks were within specifications. The customer ran calibration and qc which passed. The customer ran patient comparisons for calcium and creatinine.

Manufacturer narrative:
The field service representative replaced the tubing set for all three rinse stations, the plastic tubing clamps, the vacuum pump membranes, and sample probes.he checked all rinse station nozzle movements and spring return and checked the alignment of all the moving parts with no issues found. Calibrations and qc were performed.